Event description:
Information was received indicating that the patient and their spouse were "messing with the pump dosages" of a smiths medical cadd-legacy duodopa ambulatory infusion pump. Per reporter the patient was" hospitalized at the psychiatric department of general hospital due to a psychosis." It was reported the patient and spouse were removing the ll2 lock. And decreasing the morning dose, increasing the continuous dose and using the extra dose every hour or multiple times. Per reporter the pump was set to ll2 and the "patient and spouse searching information via internet how to remove the lock." No adverse patient effects were reported.